Event description:
Following a laparoscopic anti-reflux procedure, a patient requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred on (B)(6) 2017. -patient requested the linx device be removed because he "did not want a foreign body in his body anymore." -device explant due to patient request occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry and "all beads were accounted for". -patient is "fine, having no issues" as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred on (B)(6) 2017. Patient requested the linx device be removed because he "did not want a foreign body in his body anymore." Device explant due to patient request occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry and "all beads were accounted for". Patient is "fine, having no issues" as of 01/10/ 2018.